Event description:
Empty eva bag 150ml 419-64040 (mms #(B)(4)) has material floating loose inside the bags. The reported lot is #64040-e1037, expiration: 11/24/2026. Multiple bags of the same lot number were affected.